Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (3191 appropriate term not available for "mesh had pulled away from abdominal wall") was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2013 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ (B)(6) 2013: incarcerated ventral hernia. ¿ (B)(6) 2014: recurrent incarcerated ventral hernia. ¿ obesity. - unknown date: 320 lbs. - (B)(6) 2014: morbidly obese. Surgical procedures: ¿ 1997: cholecystectomy. ¿ 2001: cesarean section. ¿ 2003: cesarean section. ¿ 2012: colon resection. ¿ (B)(6) 2013: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2014: laparoscopic ventral hernia repair. [Implant: strattice]. Implant preoperative complaints: ¿ (B)(6) 2013: indications: ¿presents with reducible ventral hernia and will undergo laparoscopic ventral hernia repair. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/142875, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2013. ¿ findings: ¿swiss cheese defect. Colostomy site with incarcerated small bowel. No bowel ischemia.¿ ¿ description of hernia being treated: ¿an incision was made in the left upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. Two 5 mm ports were placed in the right lateral abdomen to facilitate dissection. A swiss cheese defect was identified in the midline, with a 3 x 3 cm circular defect at the previous colostomy site. A combination of blunt and sharp dissection and electrocautery were used to reduce the hernia contents back into the abdomen.¿ ¿ implant size and fixation: ¿a 19 x 15 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as well as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures.¿ explant preoperative complaints: ¿ (B)(6) 2014: indications: ¿the patient is a 37-year-old female, who is morbidly obese. She has previously undergone a repair of an incisional hernia at the colostomy site. She recently presented to the emergency room with signs of small-bowel obstruction and a CT identified small bowel within the hernia defect causing the obstruction. The risks and benefits of the procedure have been explained to the patient, who acknowledges these risks and wishes to proceed.¿ explant procedure: laparoscopic ventral hernia repair. [Implant: strattice]. Explant date: (B)(6) 2014 . ¿ ¿access to the abdomen was obtained using an optical viewing 11-mm trocar and a 0-degree scope. A pneumoperitoneum to 15 mmhg was obtained. The underlying bowel was inspected and found to be free of injury. A 5-mm port was placed in the right lateral abdomen and a second one was later placed in the left lateral abdomen. The laparoscopic scissors were used to sharply dissect the omentum away from the anterior abdominal wall. A combination of blunt dissection and sharp dissection with the scissors were used to reduce the small bowel from the defect. The previous gore mesh appeared to have pulled away from the abdominal wall on one corner, exposing the previous defects. The mesh was dissected free from the abdominal wall and removed in pieces through the right upper quadrant incision. The defect was then closed using interrupted 0-vicryl sutures and a 16 x 20 piece of laparoscopic strattice was chosen to cover the defect. Sutures were placed at the superior and inferior margins as well as the right and left lateral margins of the mesh. The mesh was rolled up and inserted into the abdomen, and then unrolled within the abdomen. A suture passer was used to pull the sutures up through the abdominal wall and then tied down. The mesh was found to lie flush with the abdominal wall and cover the defect by at least 3 cm in all sides. The sorbafix tacker was used to place tacks at 1 to 1 .5 cm intervals around the edge of the mesh. The securestrap was also used to place an anterior layer of tacks. The insufflation was then expelled from the abdomen. All ports were removed. The skin over all ports was closed using interrupted 4-0 monocryl deep dermal sutures. Dermabond was applied, and the patient was aroused and transferred to the recovery room in a good condition. All instrument and sponge counts were correct at the end of the case.¿ ¿ (B)(6) 2014: specimen to pathology; removed mesh for gross path only. [No pathology report provided.] Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, small bowel obstruction, mesh had pulled away from abdominal wall, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: no records prior to (B)(6) 2013: including previous colostomy were provided. (B)(6) 2013: wbmh medical surgical unit. Michael w. Cook, md. Operative report. Laparoscopic ventral hernia repair. Pre/postop diagnosis: incarcerated ventral hernia. Anesthesia: general endotracheal anesthesia. Indications: this patient presents with reducible ventral hernia and will undergo laparoscopic ventral hernia repair. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed. Procedure details: â¿¿the patient was taken to operating room, identified as peola m trumble mckinnis and the procedure verified as laparoscopic ventral hernia repair. A time out was held and the above information confirmed. Prior to the induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position with the arms extended. All ports were injected with a combination of short and long acting local anesthetic prior to incision. An incision was made in the left upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. Two 5 mm ports were placed in the right lateral abdomen to facilitate dissection. A swiss cheese defect was identified in the midline, with a 3 x 3 cm circular defect at the previous colostomy site. A combination of blunt and sharp dissection and electrocautery were used to reduce the hernia contents back into the abdomen. A 19 x 15 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as well as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in stable condition. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications. Findings: swiss cheese defect. Colostomy site with incarcerated small bowel. No bowel ischemia. Estimated blood loss: 25 ml. Drains: none. Specimens: none. Complications: none; patient tolerated the procedure well. Disposition: pacu â¿¿ hemodynamically stable. Condition: stable.â¿¿ (B)(6) 2013: wbmh medical surgical unit. Implant record: mesh dual 15x19x1mm â¿¿ log98267. W.l. Gore & associates inc. 23202 mesh dual. 15 x 19 x 1mm 1dlmcp04. Model no: 142875. Site: abdomen. Manufacturer: w.l. Gore. The records confirm a goreâ® dualmeshâ® plus (1dlmcp04/142875) was implanted during the procedure. (B)(6) 2013: wbmh medical surgical unit. Nurses note. Pt ambulated to bathroom independently. Tolerates clears okay. Reported medium size formed, brown stool bm today. Required minimal medication for pain. Incision cdi. (B)(6) 2014: wbmh medical surgical unit. Michael w. Cook, md. Operative report. Pre/postop diagnosis: recurrent incarcerated ventral hernia. Procedure: laparoscopic ventral hernia repair. Indications for procedure: the patient is a 37-year-old female, who is morbidly obese. She has previously undergone a repair of an incisional hernia at the colostomy site. She recently presented to the emergency room with signs of small-bowel obstruction and a CT identified small bowel within the hernia defect causing the obstruction. The risks and benefits of the procedure have been explained to the patient, who acknowledges these risks and wishes to proceed. Procedure in detail: â¿¿after administration of IV antibiotics and placement of sequential compression devices, the patient was intubated by anesthesia and sterilely prepped and draped. All ports were infiltrated with the local anesthetic prior to incision, and an incision was made in the right upper quadrant just off the costal margin. Access to the abdomen was obtained using an optical viewing 11-mm trocar and a 0-degree scope. A pneumoperitoneum to 15 mmhg was obtained. The underlying bowel was inspected and found to be free of injury. A 5-mm port was placed in the right lateral abdomen and a second one was later placed in the left lateral abdomen. The laparoscopic scissors were used to sharply dissect the omentum away from the anterior abdominal wall. A combination of blunt dissection and sharp dissection with the scissors were used to reduce the small bowel from the defect. The previous gore mesh appeared to have pulled away from the abdominal wall on one corner, exposing the previous defects. The mesh was dissected free from the abdominal wall and removed in pieces through the right upper quadrant incision. The defect was then closed using interrupted 0-vicryl sutures and a 16 x 20 piece of laparoscopic strattice was chosen to cover the defect. Sutures were placed at the superior and inferior margins as well as the right and left lateral margins of the mesh. The mesh was rolled up and inserted into the abdomen, and then unrolled within the abdomen. A suture passer was used to pull the sutures up through the abdominal wall and then tied down. The mesh was found to lie flush with the abdominal wall and cover the defect by at least 3 cm in all sides. The sorbafix tacker was used to place tacks at 1 to 1 .5 cm intervals around the edge of the mesh. The securestrap was also used to place an anterior layer of tacks. The insufflation was then expelled from the abdomen. All ports were removed. The skin over all ports was closed using interrupted 4-0 monocryl deep dermal sutures. Dermabond was applied, and the patient was aroused and transferred to the recovery room in a good condition. All instrument and sponge counts were correct at the end of the case.â¿¿ 11/07/14: wbmh medical surgical unit. Michael w. Cook, md. Brief op note. Specimen to pathology; removed mesh for gross path only. Implant: stattice, lifecell. [Missing records: a pathology report detailing analysis of the device removed during the 11/07/14 procedure was not provided.] [Missing records: records for the CT scan showing â¿¿small bowel within the hernia defect causing the obstructionâ¿¿ was not provided a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmeshâ® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: â¿¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.â¿¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.